Event description:
Through follow-up with the health-care provider, the operative report was received; however, the cause of death is still unknown. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after a implant duration of approximately 94 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.